Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
On sept 13, it was found through x-ray that the nail was broken near the proximal part of the distal screw. The patient was under observation. No revision has been done yet.